Event description:
It was reported that the meter was unavailable for use due to an error message that the battery has to be changed. The customer experienced a high blood glucose value of 600 mg/dl. The patient felt light headed and general malaise between 11:00 am and 12:00 pm. She stated that she would have normally taken 1000 mg of metformin at this time but she did not treat herself. Her son drover her to the hospital and they arrived at 1:30, they put her on an EKG and she was diagnosed with an aneurysm and admitted. She was scheduled for surgery at 2:30 pm. During the preparation for surgery, she was given a blood sugar test on the hospital meter and got a result of 600 mg/dl. They decided to postpone surgery until blood sugar was normal.